Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the nurse that the external pulse generator (epg) displayed a "self-test" error. The biomedical engineer (be) was unable to reproduce the issue. Technical services (ts) explained the error and how it can occur. The be was then able to trigger the error number. Ts suggested that the device be tested before putting back into service. The status of the epg is unknown. No patient complications have been reported as a result of this event.